Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported that they had a hickman powerline crack just below the hub while in a patient. The patient was sent to operating room for a new line to be placed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking extension leg is confirmed and was determined to be use related. One 6 fr dual lumen powerline catheter was returned for evaluation. An initial visual observation showed use residue throughout the sample. The catheter appears to have been cut with a sharp instrument near the 13 cm depth marker. The ink on both of the extension legs was observed to be worn and faded. The sample was flushed with a 12 ml syringe of water and both lumens were found to be patent to infusion. The sample was then pressurized with the 12 ml syringe of water and a leak in the extension leg was observed near the red luer connector. A microscopic observation revealed a split in the extension leg tubing just within the red luer connector. The surface of the split was observed to be uneven and exhibited beach marks. Indentations were observed near the split. The location and texture of the split suggest that the extension tubing failed due to material fatigue. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.